Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Lot number 5701625: manufacturing date: september 01, 2006. Expiration date: september 01, 2010. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot number 5709031: manufacturing date: october 12, 2006. Expiration date: october 11, 2010. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined with the available information. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that an asian female patient underwent a breast augmentation revision with a 500cc mentor smooth round high profile saline breast prosthesis and experienced a deflation on an unknown side post-operatively. The breast prosthesis was smaller than the contralateral side. The patient also reported that the breast prosthesis had ¿fungus or algae¿. The patient underwent explantation on (B)(6) 2022. If additional information regarding the event is received, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On july 15, 2025, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device date of explantation was updated to (B)(6) 2022 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 15, 2025, the mentor failure analysis lab has received two devices for evaluation. It was unknown which device pertains to the reported event. On september 19, 2025, the evaluation for both devices was completed. The device evaluation results are the same for both devices. Device evaluation summaries: since the side of the breast implants was not confirmed, it was not possible to determine which device corresponded to the reported, therefore, both products were analyzed. The product was returned to mentor for evaluation. Mentor conducted visual inspection, leak testing and material evaluation of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the breast implant. Additionally, it was observed that some white particles inside the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Additional investigation was performed to identify the chemical composition of the white particles. The investigation concluded that the white material exhibits absorption bands characteristic of inorganic salt-based and polydimethyl siloxane base composition substances, it can be attributable to residual dry salts from saline solution. The mentor microbiology department provided the sterility assurance records of the device. The lot met all the sterilization parameters required to provide sterility assurance before release for distribution. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).